Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The severely tortuous and 90% stenosed target lesion was located in the ostium of the left circumflex (cx). During the procedure, taxus liberte drug-eluting stent was successfully implanted in an unspecified lesion. The physician advanced the 3.00x16 taxus liberte des delivery system, but it got caught in the first curve of the 7 french runway catheter. When the stent delivery system (sds) was removed from inside the patient, it was noted that "the stent was broken." The procedure was completed with another of the same device and there were no complications to the patient. The patient's current condition is listed as "stable". Several attempts to receive additional information were unsuccessful.